Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, dermal intracranial artery thrombectomy, aortic arch angiography and cerebral angiography was performed by the customer and the problem was found after the surgery was completed. However, there was no harm to patient or user. The philips has received a complaint indicating that device failed to perform exposure. Customer did not request philips service for this issue. The issue was resolved by customer. To date, no further information regarding this issue have been received. The codes were updated based on investigation outcome. Evaluation method code was corrected. The reporting institution name, reporting address line 1 and the reporting address city have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, dermal intracranial artery thrombectomy, aortic arch angiography and cerebral angiography was performed by the customer and the problem was found after the surgery was completed. However, there was no harm to patient or user. The philips has received a complaint indicating that device failed to perform exposure. Customer did not request philips service for this issue. The issue was resolved by customer. To date, no further information regarding this issue have been received. The codes were updated based on investigation outcome. Evaluation method code was corrected.